Event description:
It was reported on (B)(6) 2026, that, during reprocessing, the ultrasound gastrovideoscope tested positive for 64 colony forming units (cfus) of staphylococcus epidermidis, 100 cfu's air/water channel culture of staphylococcus epidermidis, aspiration channel culture: 88 cfu of staphylococcus epidermidis, other channel culture: 1 cfu of gram-positive cocci and brachybacterium muris, elevator channel 2 cfu culture of staphylococcus hominis. The device was retested on (B)(6) 2026, and it tested positive for unknown cfu of microbes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.